Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8300 had error 571.6241 was not identified during the customer call. Tech support explained the probable cause to the error being the luer sensor. Customer to interchange the luer sensor to isolate problem fault. Customer will repair or replace the luer sensor as required. The part number for the luer sensor was provided for replacement. Customer was advised to call back if any further concerns or issues arise. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 8300 error 571.6241. There was no patient involvement.